Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2008 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a transvaginal tape placement a procedure performed on (B)(6) 2008 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure well. After the treatment, the patient underwent a cystoscopy and removal of mesh on (B)(6) 2019, due to a foreign body in the bladder. During the procedure, a rigid scope was inserted into the bladder. There are a few patches of mesh at around two o'clock on the bladder neck, just within. These areas were grabbed, pulled, and removed. Additionally, an attempt was made to cut at the mucosal level using the cystoscopy scissors and the surgeon used the bugbee to cauterize the region once she was unable to visually detect any mesh. Reportedly, mesh was no longer visible. A 16 - french foley catheter was placed into the bladder with 8ml in the balloon. In around three months, a second cystoscopy will be performed to see if the patient still has mesh in the bladder. The surgeon noted that this is a very difficult location and would be hard to remove from the space of retzius. The patient tolerated the procedure well and went to recovery room in a stable condition. On (B)(6) 2020, the patient had an erosion of the implanted mesh to the surrounding organ or tissue thus leading the patient to undergo a partial cystectomy and sling removal. During the procedure, a 22 fr rigid cystoscope was advanced into the urethra, there was an obvious sling erosion noted at 2 o'clock position at the bladder neck with adherent stone. The rest of the urethra and bladder neck appeared normal. A low midline incision was made from just above the pubic symphysis approximately 5cm in length using a number 10 scalpel blade. They placed a stay suture on the bladder and cut down on the anterior bladder wall to create a cystotomy, which was carried down towards the site of sling erosion at the 2'o clock bladder neck position. Once the cut end was completely freed, they then traced the left arm of the sling down towards the bladder neck, taking care to stay directly on the mesh. The left arm was removed this way as if the sling was not in continuity at the level of the bladder neck, likely from the patient's prior endoscopic sling excision attempts. The piece of mesh and stone that was adherent to the bladder was then removed en bloc with the bladder. A 1% lidocaine with epinephrine was used to inject the peri-urethral and vaginal epithelial tissues for hydro dissection. An inverted u-shaped incision with the 15-blade scalpel was made over the mid-urethra so that the epithelium of the vagina could be reflected off the underlying peri-urethral tissue. They then return to their abdominal incision and again, performed a finger sweep along the back side of the pubic bone. This allowed them to identify the right arm of the sling, which was excised in a similar fashion, except this time, they passed the sling arm through the retropubic tunnel and subsequently performed most of their sling excision through the vaginal incision. Care was taken not to injure the urethra. The bladder was filled, and a small leak was noted at the apex of the closure down at the bladder neck. This was reinforced with 3-0 vicryl in a figure of 8 fashion and the bladder was retested. A 10fr jackson-pratt drain was placed in the pelvis brought through a left lower quadrant stab incision. The subcutaneous tissue was copiously irrigated and reapproximated using 3-0 vicryl suture and the skin closed using running 4-0 monocryl suture in running subcuticular fashion. They then closed their inverted u-vaginal incision using 3-0 vicryl running fashion. Vaginal packaging with estrace cream was inserted into the vagina. Moreover, the patient was diagnosed with a bladder stone thus a litholapaxy was performed on (B)(6) 2021, to address the problem. During the procedure, a 22fr cystoscope was passed into the urethra and into the bladder. There is noted to be small (2mm) stone adherent to eroded mesh at the left anterior bladder neck (2 o'clock). Then, they changed to the 70 degree lens with the albarran bridge and started to remove the stone using a 120 w holmium laser tuned to 1j and 10hz and a 365 nm fiber. After that, the visible mesh was lasered. There were no leftover stones discovered during the 360 degree pan endoscopy. After being brought out of general anesthesia, the patient was transported in stable condition to the post anesthesia care unit (pacu).

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a transvaginal tape placement a procedure performed in (B)(6), 2008 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure well. After the treatment, the patient underwent a cystoscopy and removal of mesh on (B)(6), 2019, due to a foreign body in the bladder. During the procedure, a rigid scope was inserted into the bladder. There are a few patches of mesh at around two o'clock on the bladder neck, just within. These areas were grabbed, pulled, and removed. Additionally, an attempt was made to cut at the mucosal level using the cystoscopy scissors and the surgeon used the bugbee to cauterize the region once he was unable to visually detect any mesh. Reportedly, mesh was no longer visible. A 16 - french foley catheter was placed into the bladder with 8ml in the balloon. In around three months, a second cystoscopy will be performed to see if the patient still has mesh in the bladder. Unfortunately, this is a very difficult location and would be hard to remove from the space of retzius. The patient tolerated the procedure well and went to recovery room in a stable condition. On (B)(6), 2020, the patient had an erosion of the implanted mesh to the surrounding organ or tissue thus leading the patient to undergo a partial cystectomy and sling removal. During the procedure, a 22 fr rigid cystoscope was advanced into the urethra, there was an obvious sling erosion noted at 2 o'clock position at the bladder neck with adherent stone. The rest of the urethra and bladder neck appeared normal. A low midline incision was made from just above the pubic symphysis approximately 5cm in length using a number 10 scalpel blade. They placed a stay suture on the bladder and cut down on the anterior bladder wall to create a cystotomy, which was carried down towards the site of sling erosion at the 2'o clock bladder neck position. Once the cut end was completely freed, they then traced the left arm of the sling down towards the bladder neck, taking care to stay directly on the mesh. The left arm was removed this way as if the sling was not in continuity at the level of the bladder neck, likely from the patient's prior endoscopic sling excision attempts. The piece of mesh and stone that was adherent to the bladder was then removed en bloc with the bladder. A 1% lidocaine with epinephrine was used to inject the peri-urethral and vaginal epithelial tissues for hydro dissection. An inverted u-shaped incision with the 15-blade scalpel was made over the mid-urethra so that the epithelium of the vagina could be reflected off the underlying peri-urethral tissue. They then return to their abdominal incision and again, performed a finger sweep along the back side of the pubic bone. This allowed them to identify the right arm of the sling, which was excised in a similar fashion, except this time, they passed the sling arm through the retropubic tunnel and subsequently performed most of their sling excision through the vaginal incision. Care was taken not to injure the urethra. The bladder was filled, and a small leak was noted at the apex of the closure down at the bladder neck. This was reinforced with 3-0 vicryl in a figure of 8 fashion and the bladder was retested. A 10fr jackson-pratt drain was placed in the pelvis brought through a left lower quadrant stab incision. The subcutaneous tissue was copiously irrigated and reapproximated using 3-0 vicryl suture and the skin closed using running 4-0 monocryl suture in running subcuticular fashion. They then closed their inverted u-vaginal incision using 3-0 vicryl running fashion. Vaginal packaging with estrace cream was inserted into the vagina. It was noted that the patient was diagnosed with overactive bladder on (B)(6), 2021. Moreover, the patient was diagnosed with a bladder stone thus a litholapaxy was performed on (B)(6), 2021, to address the problem. During the procedure, a 22fr cystoscope was passed into the urethra and into the bladder. There is noted to be small (22mm) stone adherent to eroded mesh at the left anterior bladder neck (2 o'clock). Then, they changed to the 70 degree lens with the albarran bridge and started to remove the stone using a 120 w holmium laser tuned to 1j and 10hz and a 365 nm fiber. After that, the visible mesh was lasered. There were no leftover stones discovered during the 360 degree pan endoscopy. After being brought out of general anesthesia, the patient was transported in stable condition to the post anesthesia care unit (pacu).

Manufacturer narrative:
Block h2: correction block 5 narrative updated block h6 patient code e1304 urinary urgency added block b3 date of event: the exact event onset date is unknown. The provided event date of august 26, 2008 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). (B)(6). Block h6: patient code e2006 and e2328 capture the reportable events of erosion and bladder stone. Impact code f1903 capture the reportable event of complete mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.